Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date of eventna.

Event description:
It was reported this was a closure using a prostyle device relative to an unspecified procedure. Reportedly, the prostyle device would not release the suture after the footplate was depressed, such that the device could not be withdrawn, effectively tethering the device to the vessel. The device finally came free by tearing the suture out of the artery because the suture was still tethered to the device. This necessitated a surgical cut-down because the defect in the artery was then too large to close percutaneously. A surgical cutdown was performed to achieve hemostasis. The evar procedure completed. There was a reported clinically significant delay in the procedure or therapy due to the more invasive access technique, formal surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The device was removed against resistance. It should be noted that the electronic prostyle instructions for use (IFU), states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. In this case, it is unknown if the IFU deviation would have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties factors that may contribute to a device entrapment include but are not limited to; tissue or suture caught in the foot, or posterior cuff partly deployed in the foot. The treatment appears to be related to circumstances of the procedure. The patient effect of unspecified tissue injury is listed in the prostyle IFU as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.